Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of missing door shims, which was observed and confirmed during visual and physical inspection of the device. Door shims were installed and adjusted on the device to correct the condition.

Event description:
It was reported that a spectrum pump was missing door shims. It was also reported, there was no patient involvement.